Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the event date. Most recent onsite visit from field service engineer (fse), fse field service engineer) performed and signed service installation record (sir). System meets specification as per sir. Logfile review for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. Log file shows that the patient interface was docked several times on the left eye (os), as user aborted the suction process four times by pressing the foot pedal, after reaching valid values for suction one and suction two, so the suction process was repeated four times. The 5th attempt of the suction process was not aborted and the user continued the treatment. Treatment for left eye (os) was finished successfully without any issue. The entire treatment time was four minutes, from the start of the suction process to the end of the treatment. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness.the user operated surgery within the recommended energy settings. No technical root cause could be identified. The received sample patient interface (pi) has been visually inspected and the reported event could be confirmed, it appears that the flap was partially shot on the pi (patient interface). The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with flap was not cut correctly into the cornea, but mainly into the patient interface. Patient impact was unknown initially. There are multiple related reports for this facility. This report addresses a patient interface (pi) ((B)(4)) and additional manufacturer reports will be filed. There are multiple related reports for this event. This report addresses the unknown patient's left eye and other manufacturer reports will be filed.